Event description:
It was reported that the patient's implantable pulse generator (ipg) had exit-block once each hour during the night. The device will be re-programmed and remain in use. No patient complications have been reported as a result of this event.